Event description:
The user facility reported experiencing poor gas exchange shortly after initiating a bypass procedure. The oxygenator was changed out and the case was completed without any further complications. The reported blood loss due to change out was estimated at 270-cc. The user facility confirmed that there were no pt complications.